Event description:
The patient was undergoing a thrombectomy procedure in the left branch of the internal carotid arteries using a penumbra system red 62 reperfusion catheter (red62), a benchmark bmx96 access system (bmx96), and a velocity delivery microcatheter (velocity). It should be noted that the patient''s anatomy was tortuous. During the procedure, after completeing the second pass with the bmx96 and red62, the physician noticed a change in the movement of the red62, therefore, the physiain removed the red62 and noticed it was fractured at the distal tip. The procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 11/17/2022: 1. Section b. Box 5. Describe event or problem. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left branch of the internal carotid arteries using a penumbra system red 62 reperfusion catheter (red62), a benchmark bmx96 access system (bmx96), and a velocity delivery microcatheter (velocity). It should be noted that the patient''s anatomy was tortuous. During the procedure, after completing the second pass with the bmx96 and red62, the physician noticed a change in the movement of the red62. Therefore, the physician removed the red62 in one piece and noticed it was fractured at the distal end with wires exposed. The procedure was considered completed. There was no report of an adverse effect to the patient.